Event description:
Caller reportedly received results of 256mg/dl and 0mg/dl on the compact plus system within 10 minutes. No treatment info provided. No adverse event reported. Requested return of suspect system for eval.